Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2,000 ohms. This triggered a lead safety switch (lss), switching the pacing/sensing configuration from bipolar to unipolar in the affected lead. It was reported that there was inappropriate lead pacing in the resulting unipolar configuration. No adverse patient effects were reported. The pacemaker and rv lead remain implanted and service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2,000 ohms. This triggered a lead safety switch (lss), switching the pacing/sensing configuration from bipolar to unipolar in the affected lead. It was reported that there was inappropriate lead pacing in the resulting unipolar configuration. Additional information later received from the field indicates device reprogramming was successfully performed. No adverse patient effects were reported. The pacemaker and rv lead remain implanted and service.